Event description:
The recipient reportedly experienced a partial insertion of the electrode array during implant surgery. The recipient underwent revision surgery on (B)(6) 2021 to reinsert the electrode array.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.